Event description:
Meter name: one touch profile, strip name: lifescan one touch, meter code: 8, strip code: 8, strip storage: good condition, stored correctly. Symptoms: "customer recovering form a hospital visit." A patient reported the patient was hospitalized due to a possible reaction to a medication the patient was using. The patient's meter allegedly was inaccurately high. The result on the patient's meter was 276 mg/dl. The result on the hospital meter is unknown. The time difference between patient's meter and hospital meter was unknown. "Received medical treatment due to possible medical reaction"----medication unknown. No further information has been reported.